Event description:
The actual date of the event is unknown. A voicemail was left for (B)(4), an employee of rhythmlink on (B)(6) 2015, by (B)(4) with (B)(6) hospital. She said that they had a needle break off into a patient and that the needle had been removed and the patient was ok.